Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of approx 6 months. The reason for explant is unk. No further details were provided. It is unk if the device is available for evaluation. Info learned from ipr. (Sk). No letter required.